Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-dec-2023 . H.6. Investigation summary: bd received 100 samples from each lot number 3180377; 3247739 and 1 photograph from the customer in support of this complaint. Evaluation of the photograph did confirm low blood volume in the tubes. 20 returned samples from each lot number provided were draw-tested with deionized water. From this testing, it was determined that all 40 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on the photo provided, however testing returned samples did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes they underfilled. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3247739 d.4. Medical device expiration date: 28-feb-2025 h.4. Device manufacture date: 04-sep-2023 d.4. Medical device lot #: 3180377 d.4. Medical device expiration date: 31-dec-2024 h.4. Device manufacture date: 29-jun-2023.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes they underfilled. There was no report of impact to patient or user.